Event description:
The reporter indicated that initially the atrial lead impedance was 600 ohms bipolar. A second telemetry reading with the patient performing isometrics read an atrial lead impedance of "high." When the atrial channel was programmed to unipolar, the pacer functioned in the ddd mode; it had been intermittently functioning in voo mode. The device will be left in the unipolar mode.